Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered in drain 5 of 5. The patient explained to tech services that fluid was in the pump module area and on the external of the cassette. A pump a vs. Pump b volume alarm occurred after the leak. The patient was not going to re-setup that evening. There was no patient injury indicated during the call. Additional information was requested, but not received.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered in drain 5 of 5. The patient explained to tech services that fluid was in the pump module area and on the external of the cassette. A pump a vs. Pump b volume alarm occurred after the leak. The patient was not going to re-setup that evening. There was no patient injury indicated during the call. Additional information was requested, but not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.